Event description:
During a tfn procedure- right hip, the surgeon was using the stepped drill bit. A 2.4mm piece of the drill bit broke off in the femoral neck. The surgeon could not retrieve the piece and the piece remains in the femoral neck of the patient. Post op x-rays shows the tip of the broken drill bit is next to the helical blade. It was noted the facility was concerned the whole system is off angle and misaligned. Surgeon manipulated the set to complete the procedure successfully, the helical blade was inserted without difficulty, and there were no further incidents and no intraoperative adverse effect to the patient was noted. Procedure was delayed approximately one (1) hour. This is 3 of 5 reports.

Manufacturer narrative:
A review of synthes device history records for lot # t102704 revealed the buttress/compression nut for 357.369 was manufactured by troutman industries, inc. The supplier lot became synthes lot # 6215449. No additional inspections were performed at synthes USA. There were no ncrs associated with this lot number. The unit has scuff marks on the top, deep indentions in the knurl finish and some discoloration. The threads appear to be in good shape. The instrument conformed to dimensional specification at the time of manufacturing. The unit returned for the complaint met dimensional inspections for threads.